Event description:
It was reported that during a lap gastric bypass procedure, at the gastro-jejunostomy, upon placing the ancillary trocar to make the anastomosis, the surgeon could not click blue plastic into place into the anvil slot. This meant that another gun had to be opened upon which the blue ancillary trocar and the anvil did align, and this second device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) damaged ancillary trocar. The analysis results found that the ecs21 device arrived and in good visual condition (staple retainer received with trocar). The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified. A batch record review was performed and no anomalies were found during the manufacturing process.